Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
Customer reported that the insulin pump returned a motor error alarm. Customer reported having a blood glucose level of 577 mg/dl which was treated with manual injections. Customer received assistance with programming the insulin pump's settings. Customer was able to lower her blood glucose level to 398 mg/dl. No further information was provided.